Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of insulin pump was not responsive. The customer¿s blood glucose level was unknown. Customer reported that the firstly they did not received low battery alert prior to replace battery alert. Customer stated that new battery resolved the issue. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that the display of insulin pump was frozen and blank. Customer stated that the insulin pump had hardware low level failures. Customer stated that they was able to clear the alarm. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.